Event description:
The customer called to report a visit to the emergency room and was treated for a heart virus and high bgs. Troubleshooting was done. The pump passed the rotation test and high pressure test. Customer does have scar tissue but does not avoid the areas. Advised customer to monitor the pump.